Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -08.50/+2.0/083 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The cause of the event was unknown. After the lens exchange, the arch height is normal range, the intraocular pressure is normal and vision is good.

Manufacturer narrative:
Device evaluation: lens returned in a microcentrifuge vial with moisture on lens with clear surgical debris on product. Visual inspection found no visible damage to lens and debris on the lens. Claim# (B)(4).